Event description:
Bayer case number: (B)(4) pelvic pain [pelvic pain female] , memory problems [memory disturbance] , vertigo [vertigo] , dizziness [dizziness] , severe concentration problems [concentration impairment] , difficulty finding words a language disorder ranging from difficulty finding words to a total loss of the ability to express oneself) [word finding difficulty] , confusion [confusion] , cognitive impairment [cognitive impairment] , extreme fatigue [fatigue extreme] , migraines [migraine] , arnold's neuralgia [arnold neuralgia] , body aches [general body pain] , hearing loss [hearing loss] , burnout [burnout syndrome] , mouth dryness [mouth dry] , dry eyes [dry eyes] , mucous membranes [mucous membrane disorder] , kidney pain [kidney pain] , early-onset osteoarthritis [osteoarthritis], tinnitus [tinnitus] , discomfort and itching in the ear [ear pruritus] , tinnitus [tinnitus] , discomfort and itching in the ear [ear pruritus] , recurring dysphonia [dysphonia] , throat discomfort [throat discomfort] , excessive thirst, [excessive thirst] , wheezing with moderate exertion [wheezing] , loss of libido (separation) [loss of libido] , 3 cm cysts on the left ovary despite being menopausal at 50 [ovarian cyst] , swollen breasts (fibrocystic breast disease), [fibrocystic breast disease], significant sensitivity to cold [cold intolerance] , tremors or shivering [tremor] , shivering [shivering] , (difficulty emptying the bladder during voluntary micturition [bladder inability to empty] , excessively frequent micturition [micturition frequency] , excessively frequent micturition - more than 6 times a day and at least twice at night [micturition frequency] , unable to empty the bladder despite an urgent need [bladder inability to empty] , urianry urgency [micturition urgency] , joint pain [joint pain] , muscle pain [muscle pain] , neck pain [neck pain] , back pain [back pain] , muscle atrophy [muscle atrophy], difficulty walking for long periods [difficulty in walking], balance problems [balance difficulty] , persistent migraines [migraine] , trigeminal neuralgia [trigeminal neuralgia] , paresthesia (tingling in the extremities) [paraesthesia of limbs] , burning sensations in the body [burning sensation] , pain resembling fibromyalgia [fibromyalgia] , electrical hypersensitivity [electric shock sensation] , tooth sensitivity [sensitivity of teeth] , significant and abnormal hair loss [hair loss] , hair that breaks and no longer grows [hair breakage] , white spots [skin lightening] , vision problems [visual disturbances] , itchy eyes [itchy eyes] , watery eyes [watering eyes], vision decompensation with a new vision correction [vision correction operation] , poor blood circulation [disorder circulatory system] , (cold and white hands and feet), [cold hands & feet] , abdominal swelling [swelling abdomen] , bloating [bloating] , significant and excessive flatulence [excessive flatulence], loose stools [loose stools] , mucous stools [mucous stools] , irritating stools [stools abnormal] , severe depression [depression] , cognitive impairment, [cognitive impairment] , sleep difficulties [difficulty sleeping] , weight gain [weight gain] , polydipsia [polydipsia] feeling cold [feeling cold] , thyroid disorder [thyroid disorder] , a feeling of pressure in the head [head pressure] , paresthesia (tingling in the extremities) [paraesthesia of limbs] , tooth sensitivity [sensitivity of teeth] , vision problems [visual disturbances] , double vision [double vision] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 03-jul-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and depression ("severe depression") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 480 days after essure insertion, she experienced memory impairment ("memory problems"), vertigo ("vertigo"), dizziness ("dizziness"), disturbance in attention ("severe concentration problems"), aphasia ("difficulty finding words / (a language disorder ranging from difficulty finding words to a total loss of the ability to express oneself)"), confusional state ("confusion"), a first episode of cognitive disorder ("cognitive impairment"), fatigue ("extreme fatigue"), a first episode of migraine ("migraines"), occipital neuralgia ("arnold's neuralgia"), pain ("body aches"), deafness ("hearing loss"), burnout syndrome ("burnout"), dry mouth ("mouth dryness"), dry eye ("dry eyes"), mucosal disorder ("mucous membranes"), renal pain ("kidney pain"), osteoarthritis ("early-onset osteoarthritis"), a first episode of tinnitus ("tinnitus"), a first episode of ear pruritus ("discomfort and itching in the ear"), a second episode of tinnitus ("tinnitus"), a second episode of ear pruritus ("discomfort and itching in the ear"), dysphonia ("recurring dysphonia"), oropharyngeal discomfort ("throat discomfort"), thirst ("excessive thirst,"), wheezing ("wheezing with moderate exertion"), loss of libido ("loss of libido (separation)"), ovarian cyst ("3 cm cysts on the left ovary despite being menopausal at 50"), fibrocystic breast disease ("swollen breasts (fibrocystic breast disease),"), temperature intolerance ("significant sensitivity to cold"), tremor ("tremors or shivering"), chills ("shivering"), a first episode of urinary retention ("(difficulty emptying the bladder during voluntary micturition"), a first episode of pollakiuria ("excessively frequent micturition"), a second episode of pollakiuria ("excessively frequent micturition - more than 6 times a day and at least twice at night"), a second episode of urinary retention ("unable to empty the bladder despite an urgent need"), micturition urgency ("urianry urgency"), arthralgia ("joint pain"), myalgia ("muscle pain"), neck pain ("neck pain"), back pain ("back pain"), muscle atrophy ("muscle atrophy"), gait disturbance ("difficulty walking for long periods"), balance disorder ("balance problems"), a second episode of migraine ("persistent migraines"), trigeminal neuralgia ("trigeminal neuralgia"), a first episode of paraesthesia ("paresthesia (tingling in the extremities)"), burning sensation ("burning sensations in the body"), fibromyalgia ("pain resembling fibromyalgia"), electric shock sensation ("electrical hypersensitivity"), a first episode of hyperaesthesia teeth ("tooth sensitivity"), alopecia ("significant and abnormal hair loss"), trichorrhexis ("hair that breaks and no longer grows"), skin discolouration ("white spots"), a first episode of visual impairment ("vision problems"), eye pruritus ("itchy eyes"), lacrimation increased ("watery eyes"), cardiovascular disorder ("poor blood circulation"), peripheral coldness ("(cold and white hands and feet),"), swelling abdomen ("abdominal swelling"), bloating ("bloating"), flatulence ("significant and excessive flatulence"), diarrhoea ("loose stools"), mucous stools ("mucous stools"), abnormal faeces ("irritating stools"), depression (seriousness criterion hospitalisation), a second episode of cognitive disorder ("cognitive impairment,"), insomnia ("sleep difficulties"), polydipsia ("polydipsia"), feeling cold ("feeling cold"), thyroid disorder ("thyroid disorder"), head discomfort ("a feeling of pressure in the head"), a second episode of paraesthesia ("paresthesia (tingling in the extremities)"), a second episode of hyperaesthesia teeth ("tooth sensitivity"), a second episode of visual impairment ("vision problems") and diplopia ("double vision"), was found to have weight increased ("weight gain") and underwent vision correction operation ("vision decompensation with a new vision correction"). On (B)(6) 2015 she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2023. The patient was treated with surgery (to remove essure). At the time of the report, the memory impairment, disturbance in attention, aphasia, latest episode of cognitive disorder, fatigue, burnout syndrome, dry mouth, dry eye, mucosal disorder, renal pain, dysphonia, oropharyngeal discomfort, thirst, wheezing, loss of libido, fibrocystic breast disease, arthralgia, myalgia, neck pain, gait disturbance, latest episode of paraesthesia, fibromyalgia, latest episode of hyperaesthesia teeth, latest episode of visual impairment, insomnia, weight increased, polydipsia, feeling cold, thyroid disorder and head discomfort had not resolved. The outcomes for pelvic pain, vertigo, dizziness, confusional state, occipital neuralgia, pain, deafness, osteoarthritis, ovarian cyst, temperature intolerance, tremor, chills, micturition urgency, back pain, muscle atrophy, balance disorder, trigeminal neuralgia, burning sensation, electric shock sensation, alopecia, trichorrhexis, skin discolouration, eye pruritus, lacrimation increased, vision correction operation, cardiovascular disorder, peripheral coldness, swelling abdomen, bloating, flatulence, diarrhoea, mucous stools, abnormal faeces, diplopia, the last episode of migraine, the last episode of tinnitus, the last episode of ear pruritus, the last episode of urinary retention and the last episode of pollakiuria were unknown. No causality assessment was received for essure with regard to memory impairment, aphasia, fatigue, occipital neuralgia, pain, deafness, vertigo, dizziness, disturbance in attention, confusional state, the first episode of cognitive disorder, the first episode of migraine, dry mouth, dry eye, the second episode of ear pruritus, dysphonia, ovarian cyst, burnout syndrome, mucosal disorder, renal pain, pelvic pain, osteoarthritis, the first episode of tinnitus, the first episode of ear pruritus, the second episode of tinnitus, oropharyngeal discomfort, thirst, wheezing, loss of libido, the first episode of pollakiuria, the second episode of pollakiuria, fibrocystic breast disease, temperature intolerance, tremor, chills, the first episode of urinary retention, micturition urgency, arthralgia, neck pain, back pain, muscle atrophy, gait disturbance, the second episode of migraine, trigeminal neuralgia, the first episode of paraesthesia, burning sensation, alopecia, trichorrhexis, eye pruritus, vision correction operation, cardiovascular disorder, the second episode of urinary retention, myalgia, balance disorder, fibromyalgia, electric shock sensation, the first episode of hyperaesthesia teeth, skin discolouration, the first episode of visual impairment, lacrimation increased, swelling abdomen, peripheral coldness, flatulence, diarrhoea, mucous stools, abnormal faeces, weight increased, bloating, depression, the second episode of cognitive disorder, insomnia, polydipsia, feeling cold, the second episode of paraesthesia, thyroid disorder, head discomfort, the second episode of hyperaesthesia teeth, the second episode of visual impairment or diplopia. The reporter commented: patient's current status: see incident description. Actions taken to treat the patient in the healthcare facility: not specified recognition of disabled worker status since (B)(6) 2021. Date of onset: 05-jan-2014 incident. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.